Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m5672f. The analysis found that one plee60a device was returned in good visual condition and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button and manual override worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic right upper lobectomy procedure, after the right upper lobe was taken, the surgeon wanted to do a firing on the right middle lobe. On the fifth firing of the device with a blue cartridge, the device was clamped and fired on the middle lobe, but would not open. It was unknown if the device fully fired, but the surgical tech in the case said she could hear the motor and it sounded normal. The surgeon did not flip the battery or try the reverse button; he went straight to the manual override, but only pushed the lever up and did not pull it back down. The device still would not open, so a second device was opened and fired next to the first device using another blue cartridge. The first device was removed with the specimen. The device was then able to be opened on the back table when the surgical tech pushed the opening trigger. No additional firings were needed for the case. There were no patient consequences reported.